Event description:
The product was used during an inguinal hernia procedure. Reportedly, the instrument did not fire. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
7/16/1998-supplement #1 sent to FDA. Corrected data in d9. Device evaluation indicated and codes entered in h3 and h6. Device not available for evaluation.